Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis was removed and replaced due to a hole in the left cylinder. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. The first cylinder had wear at a fold in the middle and in the proximal end of the cylinder. The first cylinder had a hole and a leak in the proximal end of the cylinder from sharp instrument. The second cylinder had wear at fold in the middle and proximal end of the cylinder. The second cylinder passed the leakage test. The pump was visually inspected, leak tested, and functionally tested. The pump tubing was cut down to the pump block and was intact on the return cylinder kink resistant tubing. The pump passed leak test and did not pass the activation testing.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis was removed and replaced due to a hole in the left cylinder. No patient complications were reported.